Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023 through (B)(6) 2023, reportedly due to peritonitis. During follow-up, the patient¿s primary pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain, drain complications and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics; however, the drug(s), frequency, duration(s), and dose(s) were unavailable. Although the timeline is largely unknown, the inpatient nephrologist reportedly ordered the surgical removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a permanent hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd while hospitalized without any known issue(s). The patient¿s peritoneal effluent culture results are unknown, as the patient did not return to the outpatient home dialysis clinic following discharge. The pdrn was unable to identify the cause of the peritonitis. However, the pdrn stated the events were unrelated to any fresenius product(s) and/or device(s).